Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device had migrated into lower pelvis"), post procedural infection ("serious infection causing hospitalization following hysterectomy"), abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping") and abdominal pain ("severe abdominal pain") in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included umbilical hernia repair. Previously administered products included for birth control: micronor; for an unreported indication: vicodin. Concurrent conditions included cholangiogram, post coital bleeding and adenomyosis. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 2 months 7 days after insertion of essure, the patient experienced dyspareunia ("pain during intercourse /dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2009, the patient experienced endometriosis ("endometriosis"). On (B)(6) 2010, the patient experienced post procedural infection (seriousness criteria hospitalization and medically significant). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and procedural pain ("plaintiff suffered a painful post-operative recovery"). The patient was treated with surgery ((B)(6) 2009 ,removal of right essure coil from pelvis and a tubal ligation of her right fallopian tube), surgery ((B)(6) 2009, underwent laparoscopy with partial left salpingectomy to remove left essure coil) and surgery ((B)(6) 2010 underwent a transvaginal hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, post procedural infection, abdominal pain, dyspareunia, dysmenorrhoea, fatigue and endometriosis had not resolved and the abdominal pain lower and procedural pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, post procedural infection and procedural pain to be related to essure. The reporter commented: on (B)(6) 2013, patient underwent a laparoscopic right salpingo-oopherectomy to remove her right fallopian tube and ovary. Device removal date provided as (B)(6) 2009, (B)(6) 2012. Patient underwent surgical removal of right essure coil from pelvis and tubal ligation of the right fallopian tube. Partial left salpingectomy and to remove the left essure coil. (B)(6) 2009, essure insertion details: essure tubal ligation. Essure coils four coils were noted to be external to the right ostia, and three coils were visualized outside the left ostia diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: right essure device had migrated into lower pelvis she underwent every three months hsg, which showed a patent right tube and an essure coil that was outside the uterus and tube. On (B)(6) 2009-pre and post operative diagnosis- failed essure with patent right tube, essure coil location in the pelvis. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "serious infection causing hospitalization following hysterectomy, dysmenorrhea (cramping), pain, fatigue, endometriosis", reporter added from pfs. On (B)(6) 2018: reporter, historical and concomittant condition added from medical record. On 1-mar-2018: medical records received: reporters details added. Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device had migrated into lower pelvis"), abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping") and abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 2 months 31 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and the patient was treated with surgery ((B)(6) 2009, removal of right essure coil from pelvis and a tubal ligation of her right fallopian tube). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and the patient was treated with surgery ((B)(6) 2009, underwent laparoscopy with partial left salpingectomy to remove left essure coil), abdominal pain (seriousness criteria medically significant and intervention required) and the patient was treaded with surgery ((B)(6) 2010 underwent a transvaginal hysterectomy). Dyspareunia ("pain during intercourse") and procedural pain ("plaintiff suffered a painful post-operative recovery"). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation, abdominal pain lower, abdominal pain, dyspareunia and procedural pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dyspareunia and procedural pain to be related to essure. The reporter commented: on (B)(6) 2013, patient underwent a laparoscopic right salpingo-oophorectomy to remove her right fallopian tube and ovary. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: right essure device had migrated into lower pelvis company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.